Event description:
It was reported that during a procedure, prior to implant, the helix of a implantable tachy lead would not extend after many turns. The helix eventually popped/jumped from the lead body. A new lead was implanted, and no patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).